Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The unit was returned to service.

Event description:
The hospital reported that, during a case, the unit went into a system malfunction. The anesthesia machine was reportedly swapped out. There was no reported patient injury.